Event description:
Additional information received reported that the patient had successful carotid surgery around the time of the complaint. The name of the surgeon was unknown. It was noted that the patient's dbs system was currently working fine and the patient was doing well.

Event description:
It was reported that one of the leads shifted and was no longer providing therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 748240, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 3387-40, lot# j0104141v, implanted: (B)(6) 2003. Product type: lead: product ID 3387-40, lot# j0309448v, implanted: (B)(6) 2003. Product type: lead: product ID 7426, serial# (B)(4), implanted: (B)(6) 2003. Product type: implantable neurostimulator. (B)(4).